Manufacturer narrative:
Insulin pump was received with a broken force sensor was detected during seating or regular delivery and critical pump error (open book image) alarm during testing. Unable to determine the root cause, problem isolated to motor force sensor. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump had an unexpected critical pump error and a pump error 35 alarm. Blood glucose value was 142/mg/dl at the time of the incident. Troubleshooting was performed but did not resolve the issue. The device will be replaced and returned.